Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b3, b5. Corrected information: d10, e5 - address, phone number and email. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received clarifies that both procedures (harrison fetal bladder stent placement in the chest space near a solid tumor and harrison fetal bladder stent placement in the peritoneum to drain fetal ascites-reported in patient identifier (B)(6)) were performed on the same fetus and (mother-reported in patient identifier (B)(6)). The first procedure reported in this case (harrison fetal bladder stent placement in the chest space near a solid tumor ) was performed at 29week +1 day gestation. The estimated fetal weight at the time was 1827gm , and was thought to be inaccurate due to fetal hydrops. Amniotic fluid index (afi) was 30. The physician described this procedure as extremely difficult due to the acute angle of the uterine puncture, the small chest space, and the close proximity to the fetal heart and chest tumor. The physician reported due to the extremely difficult procedure circumstances and the resulting resistance, the procedure was partially completed, described as partial single hydrothorax decompression and amnioreduction. The stent could not be left indwelling as planned. It was re-confirmed, the patient did not experience any adverse effects or require any additional procedures as a result of this occurrence. On (B)(6) 2019 the baby and mother are reported to both be "fine".

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported that the customer had problems with two harrison fetal bladder stent sets. The problem was with the pushers. It was not possible to insert the stent to the end of the needle, nor to reach the first mark on the positioner. This case reports the attempt to place the harrison fetal bladder stent set to drain the chest space next to a solid tumor. The second case is reported in patient identifier (B)(6). In this procedure the user "made it to extremely difficult conditions" to drain the chest space next to a solid tumor. After introducing the stent and the positioner through the needle cup and removing the guide wire, any attempt to move the positioner resulted in "inelastic resistance" and bending of the positioner. It was impossible to insert the stent into the needle tip and reach the first mark on the positioner. When introducing the stent assembly into the needle cup, "I felt subjectively more resistance than usual." Due to problems with the product, procedure hasn't been finished. No adverse effects to the patient have been reported as a result of this occurrence. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. One partial device was returned for investigation. Visual examination confirmed a stent was returned in used condition. The positioner and wire guide were not returned. Length of the stent body between coils measured 1.5cm. A wire guide was used to wire the stent. The stent was wired freely indicating that there were no occlusions. No physical anomalies were observed on the stent¿s surface. No manufacturing anomalies noted on the device. Since the positioner was not received a physical examination or functional testing was not performed. Functional testing is performed on each stent during the inspection process. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows two other complaints associated with the complaint device lot. These complaints were reported by the same customer with similar failure modes. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field from other customers, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: the harrison fetal bladder stent set is intended for use in fetal urinary tract decompression following the diagnosis of fetal post-vesicular obstructive uropathy in fetuses of 18 to 32 weeks of gestational age. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that the cause is likely a result of off label use. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been reported since the last report was submitted.